Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test or verify rewind, motor error alarm and failed battery test due to unresponsive button. No button error alarm during testing. The motor was tested outside of the device and passed. Device received with stripped battery cap coin slot(p). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.